Event description:
It was reported when using the bd q-syte¿ luer access split-septum stand-alone device there were flow issues. The following information was provided by the initial reporter. The customer stated: "after the nurse connected the infusion connector during the infusion, she found that the liquid was not dripping. The indwelling needle was fine, considering that the connector was blocked, and then replaced the new connector with the fluid dripping successfully."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet expectations and our quality standards. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.